Event description:
It was reported when using the bd pyxis¿ es server, the refill order report was showing that all drawers have no medications in them but there was medication loaded in some drawers. There was issue with data sync. The customer reported that the malfunction occurred when the user tried to issue medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required a manual recovery process. Technical support specialist (tss) checked the data synchronization log and found the error: "station requires manual recovery process." The tss applied knowledge article ¿manual recovery required - data sync invalid upload change tracking value ¿. Tss dialed into the vm sim4 2n via remote desktop, stopped the maintenance service and the data synchronization service at the station, and then opened sql server management studio (ssms) to execute the gettx.sql script. Following that, tss ran the es-client-change-tracking-recovery-by-chunks. Sql script from eft and executed the truncate table core. System operation command. Afterward, tss restarted the data synchronization service at the station, rechecked the data synchronization log, and confirmed that synchronization was now functioning. Tss verified that the synchronization information on the server was up to date. Finally, tss navigated to the server settings under location, facilities and updated the synchronization change tracking chunk size from 1001 to 1000. The system functioned as intended after the technical support specialist troubleshot the device. Initial reporter facility name e1.-(B)(6).